Event description:
Reporter states she had an istent inject placed in her right eye then her left eye 2 weeks later. Since then, she has been having trouble swallowing, difficulty breathing, blurry vision, and itching. Reference report: mw5163644.